Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of "sound of the alarm was indicating blocked channel." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where "sound of the alarm was indicating blocked channel" was neither confirmed nor reproduced during product evaluation. Therefore, the root cause of the reported condition cannot be assigned and no repair was made to correct the condition. This is involving a pump with software version 7.22.00 which is categorized as a spanish colleague v1.7. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device has not been serviced prior to this event.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.